Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient had a highly significant calcium burden in a reverse tapered neck. A small type 1a endoleak was present at the full completion of the procedure. After ballooning proximal ring 3-4 times, the decision was made to not intervene any further. A CT follow-up will be performed in approximately 30 days post implant to determine if leak persists. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Event description:
Subsequent to the initial report additional information was provided reporting that approximately 30 days post implant a non- endologix stent was placed across the sealing ring and the type 1a endoleak was resolved.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. (B)(4).